Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: device stopped working. Probable root cause: hardware failure software error due to hardware failure damaged receptacle board damaged power board front board failure loose flex cable damage to console during shipping/ handling electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge insufficient cybersecurity (cf). The reported failure mode will be monitored for future reoccurrence. Based on additional quality engineer and regulatory compliance specialist review, it has been determined that the pkg crossfire 2 console (cat #475100000) was more likely to have caused or contributed to the reported event compared to the originally reported rf 2 probes, 90-s (cat #279351100). This determination is supported by the following: ¿ it was further reported that the facility had to postpone two other surgeries to next day as the ¿control units¿ had to be changed. This points to the ¿control units¿ i.e. The crossfire 2 console as the root cause as these additional surgeries were postponed until the crossfire 2 console was replaced. ¿ serfas probes are readily available and are "plug and play". This means that the time to replace a probe will be minor as the user will only need to unbox the replacement, plug it into the console, and then it will be ready to use. However, replacing a crossfire 2 console would likely pose a more significant time delay as the user would likely need to acquire a replacement console from another operating room or storage room, bring it into the current or, make room on the console tower for the new console, plug in the console power cord into the wall and then connect the firewire to the crossflow, power on and boot up the console, and then plug in a new probe and shaver where it will be ready to use. This crossfire 2 console replacement delay more closely matches the reported event¿s surgical delay of 20 to 30 minutes. ¿ the probability of having two probes failing in sequence is approximately 2.39e-8 which is based on the probability of occurrence of a probe failure, followed by another probe failure (71/459,377) x (71/459,377) based on complaint data from (B)(6) 2023. The probability of occurrence of a crossfire 2 console failing and resulting in no serfas output is approximately 8.22e-6 based on (B)(4) complaints out of (B)(4) serfas usages between (B)(6) 2023, and (B)(6) 2024. These complaint numbers were collected from the most recent and readily available post-market surveillance reports both for serfas probes and crossfire/crossfire 2 consoles. These results show that the crossfire 2 console failing (8.22e-6) is far more likely than 2 serfas probes failing in sequence (2.39e-8). These points support that the crossfire 2 console is the device most likely to have caused and/or contributed to this reported event.

Event description:
It was reported that the serfas item stopped working during medical procedure after 20 mins of using. They replaced with another one, but issue came again. The surgeon was unable to complete the coagulation phase in shoulder arthroscopy. In order to complete the procedure without coagulation phase, the surgeon managed to control the haemostasis: lowering the patient's pressure and raising the pressure of the crossflow arthroscopic pump.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the serfas item stopped working during medical procedure after 20 mins of using. They replaced with another one, but issue came again. The surgeon was unable to complete the coagulation phase in shoulder arthroscopy. In order to complete the procedure without coagulation phase, the the surgeon managed to control the haemostasis: lowering the patient's pressure and raising the pressure of the crossflow arthroscopic pump.